Manufacturer narrative:
(B)(4) .

Event description:
It was reported that noise resulting in pacing inhibition was observed on the right ventricular channel of the pulse generator. No patient symptoms were reported. Device reprogramming was performed.